Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise resulting in inappropriate high voltage therapy episodes. Upon review, the lead's high voltage impedance was stable. The physician elected to cap the pace/sense portion of the right ventricular lead and implant a new low voltage lead on (B)(6) 2018. The patient was stable throughout.